Event description:
The customer tested her blood glucose using 2 breeze2 meters and received readings of 44 and 105 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Test strip information was not provided. New meter was sent.